Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the user's report was confirmed. Evaluators found that the connector was oxidized and compromising the connection. Additionally, it was discovered that the limit switch was broken and the lamp sockets were also oxidized. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that following the completion of a procedure, during reprocessing, it was discovered that their olympus video system's connectors were damaged. According to the initial reporter, the original procedure was completed with the subject device and the problem was not noted until reprocessing it after the case.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the video connector socket was unable to be connected. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.